Event description:
A us distributor contacted zoll to report that a patient developed welts under the lifevest equipment. Patient described the area as welts. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a benadryl cream for the skin irritation. Outcome of the irritation is unknown

Manufacturer narrative:
Not applicable